Event description:
Blood glucose increased. Novopen echo piston rod remain retracted [device issue]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "novopen echo piston rod remain retracted" beginning on (B)(6) 2017 and "blood glucose increased" beginning on (B)(6)2017, and concerned a (B)(6) female patient who was treated with novopen echo (insulin delivery device) from unknown start date and on-going due to "device therapy" and "type 1 diabetes mellitus". (B)(6). Medical history included type 1 diabetes mellitus (duration not reported). Concomitant products included - novorapid penfill (insulin aspart) solution for injection, 100 u/ml. It was reported that on (B)(6) 2017, the piston rod of the novopen echo blue (used for novorapid penfill administration) had remained retracted in the pen's mechanism while performing the injection without noticing, and as a result in the night the patient's blood glucose level values had been as high as 400 mg/dl. The patient's mother reported to have discovered that there had been an issue with the pen, and that her daughter had not received her novorapid penfill evening dose, she had attempted to perform an additional injection. Action taken to novopen echo was reported as not reported. The outcome for the event "novopen echo piston rod remains retracted" was not reported. On (B)(6) 2017 the outcome for the event "blood glucose increased" was reported as recovered. Reporter comment: the patient's mother reported the event to be serious as she considers 400 mg/dl to be too high a blood glucose level value.

Event description:
Case description: investigation results: name: novopen® echo®, batch number: dv40052. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations. The complaint has been registered in the novo nordisk complaint handling system. The batch documentation was reviewed non-conformity-related documentation examined. No irregularities recorded therefore no further action. The batch documentation has been reviewed. Nothing abnormal was found. Since last submission the case was updated with the following information: novopen echo expiry date was added. Investigation results updated. Manufacturer comment added. Company comment: 27-jul-2017: as the device novopen echo has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). Evaluation summary: name: novorapid® penfill® 100 iu/ml 3ml, batch number: unknown. Non-novo nordisk product or concomitant product or safety only case category. Name: novopen® echo®, batch number: dv40052. Inv-0334173: the product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system. Inv-0334180: the batch documentation was reviewed non-conformity-related documentation examined. No irregularities recorded therefore no further action. The batch documentation has been reviewed. Nothing abnormal was found.